Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot # 73b1500382 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after the first clip loaded but the next series of clips and entered the jaw partially opened and sideways. The patient's condition was reported as fine.